Event description:
Same case as MDR ID # 2134265-2012-07016. It was reported that during a percutaneous coronary intervention (pci) procedure, lifted blades were noted. The 80% stenosed, 3 cm long, target lesion was located in the non-calcified and mildly tortuous left upper arm fistula. The 10.0 x 40, 75 cm charger balloon catheter was inflated twice and then was unable to come off a guide wire. The balloon catheter was pulled "with great difficulty" and it broke free. The balloon catheter was finally removed. Another of the same device was used to continue the procedure. Then the 8.00 mm/2.0 cm/90 cm otw 2 cm peripheral cutting balloon was inserted into a 7fr unspecified sheath and then inflated to 20 atms for 202 secs and then 9 atms for 71 secs. When removing the cutting balloon, it was noted that the blades were lifted to a 90% angle. No patient complications were reported and the patient status is ok.

Event description:
Same case as MDR ID # 2134265-2012-07016. It was reported that during a percutaneous coronary intervention (pci) procedure, lifted blades were noted. The 80% stenosed, 3cm long, target lesion was located in the non-calcified and mildly tortuous left upper arm fistula. The 10.0 x 40, 75cm charger balloon catheter was inflated twice and then was unable to come off a guide wire. The balloon catheter was pulled "with great difficulty" and it broke free. The balloon catheter was finally removed. Another of the same device was used to continue the procedure. Then the 8.00mm/2.0cm/90cm otw 2cm peripheral cutting balloon was inserted into a 7fr unspecified sheath and then inflated to 20atms for 202secs and then 9atms for 71secs. When removing the cutting balloon, it was noted that the blades were lifted to a 90% angle. No patient complications were reported and the patient status is ok.

Manufacturer narrative:
Updated: device avail. For eval, returned to MFR. On, date received by MFR., device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Device evaluated by MFR.: a visual examination confirmed one blade and pad was raised approximately 8mm from the proximal end. The returned device was connected to an encore inflation unit and positive pressure was applied. No leak was noted. The balloon was inflated to its rated burst pressure. The balloon inflated and deflated successfully. There were no issues with the tip. No kinks or damage were noted to the shaft. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).